Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc had foreign matter. The nicu nurse, who had not opened the package of xiangma's indwelling needle, noticed that there was apparently an unidentified object on the indwelling needle and immediately notified the manufacturer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defect sample. The photo shows a gray foreign object on the connecting seat inside the single package. 2. From the follow-up information: the foreign object is located outside the product fluid inside the package. 3. Production record check (lot#4258135) 1) this batch of products will be assembled in jingma automatic line 4 in october 2024 and packaged in r240 packaging line in october 2024. The number of work orders is (B)(4) pieces. 2) check the process test report and shipment test report, and the test results are in line with product standards. 3) check production records for any conformity, deviation or rework behavior. 4. No foreign matter was found in the retained sample of this batch. 5. According to the available information analysis: the black foreign body may be a movable substance, attached to the product during the assembly process or packaging process. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormalities were found in the process and retained samples, and no similar complaints were received from other hospitals for this batch of products. According to the analysis of the returned photos and follow-up information, the gray foreign object at the connecting seat in the single package may be a movable substance, which was attached to the product during the assembly process or packaging process. Since the defect sample has not been received for further testing, the specific source of the foreign object cannot be determined. The factory will continue to track and monitor such defects.

Event description:
No additional information provided.